Event description:
It was reported, the patient had their device reprogrammed the week prior to report because they were in a lot of pain and were not feeling stimulation as much as they used to. It was stated, the patient was at program 4 at 5.8 volts but at the time of report they were on program 2 at 1.3 volts. It was noted, the patient couldn¿t increase the voltage on program 1 or 3 and they wanted to because they were in a lot of pain. Reportedly, the patient¿s manufacturer representative thought the battery may be going dead and may need to be replaced. It was noted the patient¿s limits were set and that is why they couldn¿t increase the settings because they had reached their limits. It was later reported, the cause of the event was the lead failed and had high impedance. It was stated all impedance measurements were high on (B)(6) 2013 and they had their device removed and replaced on (B)(6) 2013. It was noted, the patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
Product ID 3093-28 lot# v448202, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead product ID 3037 lot# serial# (B)(4); product type programmer, patient product ID 3093-28 lot# v448202, implanted: 2010 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).